Manufacturer narrative:
Corrected information was provided in d1 (brand name). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the placement signal issue cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 63-year-old male patient presented with an st segment myocardial infarction. He was hypotensive, taken to the cath lab where a percutaneous coronary intervention was performed and an impella cp was placed. The patient continued to be in cardiogenic shock with worsening acidosis despite impella cp support and multiple pressors and inotropes. CT surgery was consulted and the cp was upgraded to an impella 5.5 on (B)(6) 2025. Once the patient was stabilized, an echo was done which showed a torn mitral valve leaflet. The patient required intubation for respiratory failure and albumin for ongoing hypotension. The patient did require blood transfusion for low hemoglobin. During impella support, there were issues with the placement signal and sensor drift which caused difficulty to confirm aortic placement. The patient ultimately suffered from cardiac arrest. Initially, continuous renal replacement therapy was started however, the patient arrested a 2nd time, and he expired on impella support. During impella 5.5 support, aortic placement signal drift was noted compared against reference pressure measurements. Proper pump position was confirmed with imaging. The pump supported the patient until they expired on support the next day.